Manufacturer narrative:
Pharmacovigilance comments: a causal relation between the events and the treatment seems possible. The injection technique or the injection procedure per se may also have contributed to the events. The reported events are addressed in the label. The company has assessed this case as serious due to the performed medical intervention. Furthermore, it cannot be excluded that the event may lead to a permanent impairment of a body structure. A batch record review has been requested for lot 12963. The events are already addressed in the labeling. No corrective action initiated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 24-nov-2015 by a physician which refers to a female aged (B)(6). No information about medical history. The patient has no concomitant medication and no allergies. The patient had previously received treatment with restylane in lips (date not reported),restylane perlane in nasolabial folds (date not reported) and unspecified filler in lip and chin on an unknown date in 2014. On (B)(6) 2015, the patient received treatment with 1 ml (0,5 ml left side and 0,5 ml right side) restylane perlane lidocaine (lot 12963) to nasolabial folds and lips with sharp needle and unknown technique. 2 days later, on (B)(6) 2015 the patient calls the treating physician and says that she has an extreme pain on the lip(implant site pain). An unusual pain in lip (implant site pain) is reported. On (B)(6) 2015 the patient comes to the clinic and the treating physician noticed that the patient has got a reaction, as with ischemia(implant site ischaemia). He treats with hyalase [hyaluronidase], and contacts the galderma sales rep and another physician to see the patient on (B)(6) 2015 who helps the patient with additional hyalase treatment. On an unknown date in (B)(6) 2015, the patient experienced necrosis(implant site necrosis) at around mouth, nasolabial fold and lips (according to provided photos). At the time of the report the outcomes for necrosis, has got a reaction, as with ischemia and unusual pain in lip/extreme pain on the lip were unknown. The reporter has assessed the necrosis (implant site necrosis), has got a reaction, as with ischemia (implant site ischaemia) and unusual pain in lip/extreme pain on the lip (implant site pain) as conditional / unclassified related to treatment with restylane perlane lidocaine. The company has assessed the necrosis (implant site necrosis), has got a reaction, as with ischemia (implant site ischaemia) and unusual pain in lip/extreme pain on the lip (implant site pain) as possible related to treatment with restylane perlane lidocaine.

Manufacturer narrative:
Pharmacovigilance comments a causal relation between the events and the treatment seems possible. The injection technique or the injection procedure per se may also have contributed to the events. The reported events are addressed in the label. The company has assessed this case as serious due to the performed medical intervention. Furthermore, it cannot be excluded that the event may lead to a permanent impairment of a body structure.

Event description:
(B)(4). It was reported that the event happened as the treating doctor used a sharp needle (which is not normally used in the nasolabial area) in the nasolabial folds and that he had inserted product into the vessel. Furthermore, it was reported that the treating doctor did not understand that he had injected into the vessel and therefore thought it was an infection that the patient experienced. After 3 days the treating doctor called the company representative, and then he said that it did not look like an infection.